Event description:
It was reported that the wds became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and the release criteria was checked. After pulling the was and wds sheaths back from the closure device for a tug test, the physician stated they were not able to advance the wds sheath back towards the face of the closure device. The distal marker band on the wds was damaged and causing resistance. The closure device was not in an optimal position, but the physician could not recapture the closure device due to the damage and resistance of the wds. The closure device was released from the core wire of the wds and implanted in the laa of the patient. The plan is to assess the closure device at the 45 day follow up procedure. The patient did not experience any complications as a result of this event.